Event description:
A customer obtained a glu result of 385 mg/dl on and patient sample that was measured at 97 mg/dl using a quick glucometer. Troubleshooting determined that this event is consistent with a malfunction that could have caused false positive results to be reported. There was no report of patient harm as a result of this event.